Event description:
It was reported that patient was having difficulty charging and communicating with the ipg despite multiple attempts at recharging the device. It was also noted that the patient had inadequate pain relief due to lead migration. The patient underwent an explant procedure wherein all device components were removed and were not returned.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6). Batch: 7096875/7096878.